Manufacturer narrative:
(B)(4).currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported she was hospitalized. Customer had been having high blood glucose for a couple of days before she went to the hospital. She was given insulin at the hospital but they were not able to get her readings lower than 300 mg/dl. Blood glucose value at the time of the admission was 600 mg/dl. Customer experienced vomiting. Customer also stated that she was experiencing high blood glucose between 300 and 350 mg/dl after being release; treated with manual injections because the insulin pump was not delivering. During troubleshoot; it was stated the drive support cap is recessed. The tubing has no air bubbles and no insulin leak was found. Insulin did exit the tubing with manual prime. Time, date and basal rates are correct but the bolus wizard is incorrect. High pressure test not performed as the customer did not have the tubing clamp. Nothing further reported.